Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported); however, due to culture results, the antibiotic was changed to intravenous meropenem (dose, frequency and duration not reported). During hospitalization the pd catheter was removed and the patient was changed to hemodialysis therapy. On an unknown date the patient experienced a cardiovascular event and passed away. The cause of death was reported as due to a cardiovascular event. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the peritonitis event or if the peritonitis was resolved prior to death. The reporter stated the event was related with a person who was not trained to perform peritoneal therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation codes. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.